Event description:
It was reported, when placing the 15mm end cap into the nail, it would not go into the nail. It was impossible to place it, after trying several times. The surgeon decided not to place the plug.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.